Manufacturer narrative:
Additional information received on 11 january 2016 includes: the pathogen results will not be released to us. On 09 february 2016 it was prepared a final report with the information reported in the initial report and here above. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 100573: 20 items manufactured and released on (B)(6) 2010. Expiration date: 2015-06-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial insert ps fixed # 4/14mm, code 02.07.0414psf, lot. 121392 (k090988): (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2017-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented # 4 r, code 02.07.1204r, lot. 121651 (k090988): (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2017-06-30. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem - cemented ø 13 l 65, code 02.07.fsc13065, lot. 115058 (k120790): (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2017-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem - cemented ø 16 l 65, code 02.07.fsc16065, lot. 115062 (k120790): (B)(4) items manufactured and released on (B)(6)2012. Expiration date: 2017-02-28. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision tibial wedge # 4/10mm, code 02.07.14tw, lot. 100593 (k102437): (B)(4) items manufactured and released on (B)(6) 2010. Expiration date: 2015-04-30. No anomalies found related to the issue. To date,(B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision offset connector 5 mm, code 02.07.0005, lot. 114421 (k102437): (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2016-12-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Gmk-revision offset connector 5 mm, code 02.07.0005, lot. 115028 (k102437): (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2016-12-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
On (B)(6) 2015 the patient presented with signs of infection. The surgeon decided to perform a 2 stage revision. All implants were removed and antibiotic spacers were put in. The explants will not be returned. There are no x-rays available.